Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that an unexpected reset occurred. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Reportedly, customer waited till they got home to change the cartridge since they didn't have supplies to address high bg. Reportedly, the customer continued to use the pump for insulin therapy.